Event description:
Patient reported left side "rash between breasts, clearly palpable capsular contracture (baker grade and side unknown), rippling, pain, palpable knots and device rupture (side unknown)." Distributor reported "rupture left side". The device has been explanted.

Manufacturer narrative:
Year of birth: (B)(6). Correction d6a implant date: (B)(6) 2009. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "clearly palpable capsular contracture (baker grade and side unknown)," and "device rupture".

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d2, h6. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Subsequently...patient reported another seroma has developed. This record relates to the left side. The device has been explanted.